Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('when I got back looked like 2 pieces of one outer coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia"), mental disorder ("all other kind of mental illness") and arthralgia ("joint pain gets worse when the weather changes"). At the time of the report, the device breakage, depression, anxiety, insomnia and arthralgia outcome was unknown. The reporter considered anxiety, arthralgia, depression, device breakage, insomnia and mental disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: depression, anxiety and insomnia and mental disorder, device breakage and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event what I got back looked like 2 pieces of one outer coil added. Case seriousness was upgraded. On 25-mar-2020: social media: new event of joint pain added to the case as well as new reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('when I got back looked like 2 pieces of one outer coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia"), mental disorder ("all other kind of mental illness") and arthralgia ("joint pain gets worse when the weather changes/ joint pain") and was found to have weight increased ("I gained 30 lbs"). At the time of the report, the device breakage, depression, anxiety, insomnia, arthralgia and weight increased outcome was unknown. The reporter considered anxiety, arthralgia, depression, device breakage, insomnia, mental disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :depression, anxiety and insomnia and mental disorder, device breakage and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('when I got back looked like 2 pieces of one outer coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), insomnia ("insomnia"), mental disorder ("all other kind of mental illness") and arthralgia ("joint pain gets worse when the weather changes/ joint pain") and was found to have weight increased ("I gained 30 lbs"). At the time of the report, the device breakage, depression, anxiety, insomnia, arthralgia and weight increased outcome was unknown. The reporter considered anxiety, arthralgia, depression, device breakage, insomnia, mental disorder and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :depression, anxiety and insomnia and mental disorder, device breakage and arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- weight gain. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.